Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tool returned had part of the diamond coating detached. The missing portion of the coating was not returned. Discoloration was present in the neck area of the tool stem and longitudinal scratches were present on stem and tool head. The likely cause was identified as the findings were consistent with the tool reprocessed with a wire brush or similar object that damaged the substrate and caused the diamond media and substrate loss. Reduction in the substrate resulted in the reduction of adhesion power to secure the diamond media and reduction of tool head diameter. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the doctor noticed that the diameter of the tool tip ball of 10ba30dc become smaller for about 1 mm after cutting the lumbar for about 20 to 30 mins .it was also reported that the diamond and metal from the tool which were considered to have entered into the patient's body were aspirated to the extent that they could be aspirated with both saline and bone fragments. It was also stated that although it was impossible to remove all the things which had entered into the patient's body, no abnormalities was observed when the patient was being monitored after the procedure.